Event description:
It was reported that during follow up, high lead impedance and high threshold were observed. Patient had been lost to follow up since 2007. Lead revision is planned.

Event description:
It was reported that the lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
A partial lead with the connector pin measuring 25.3cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.